Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. An air in line test was performed on the pump, and the pump functioned as intended. The air sensor was further tested for air in tubing and fluid in tubing, and the results of both tests were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: nicu nurse states she discovered large air bubble in infusomat tubing past the pump during an infusion of lipids to a neonate patient. No injury to patient, infusion was connected to patient, but the air bubble was not near the patient vascular access site.